Event description:
This device was implanted on (B)(6) 2003. A call to technical services (ts) on 8/10/12 states that the patient is having short rr intervals with the medtronic device. Ts did not ask if the patient is dependent or not, appears to have vr ICD only. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).